Event description:
Updated summary: customer's wife reported that customer had a low blood glucose value of 22mg/dl on the evening of (B)(6) 2025. She thought the customer had given himself more than the needed insulin through manual bolus after 2 hours warm-up of his new sensor, resulting in the low blood glucose. Low was treated with gvoke hypopen (glucagon). Caller also said customer got consecutive calibration not accepted alerts. Helpline advised to wait 1 hour before entering a new blood glucose value and that if change sensor alert occurs, then the sensor will need to be replaced. Caller asked about entering auto basal in smartguard and about rewinding pump/filling cannula/changing sets. There was no product not adhering issue. There was no change sensor issue. Customer declined further troubleshooting for the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible hypoglycemia. The customer received a calibration not accepted alert and product not adhering. The customer reported a blood glucose value of 22 mg/dl. The customer reported the event involved product(s) mmt-7040a, mmt-342, mmt-1884l, and mmt-441ag. Troubleshooting was performed for the change sensor and explained to the customer to wait before attempting to calibrate again after getting a calibration not accepted message. Troubleshooting was performed for the auto mode- unable to enter auto basal and explained to the customer what was missing to enter into auto mode/smartguard and how to resolve it. Troubleshooting was performed for the general documentation and the customer called for an inquiry on rewinding the pump, filling the cannula, and changing sets. Troubleshooting was performed for the high blood glucose and the customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48hours of the reported low bg event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-1884l. No product return is required for mmt-441ag. The customer will continue using the device.